Manufacturer narrative:
Upon further investigation, it was determined that this event could not cause or contribute to a death and/or serious injury. The event was not reported to have occurred during a surgical procedure and is unlikely to cause or contribute to serious injury. Therefore, the initial medwatch report was submitted in error. No further investigation will be performed at this time.

Manufacturer narrative:
The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the device failed cutter insertion. It was determined that this was due to worn and damaged bearings, which were no longer in axial alignment, which did not allow for the cutter to pass through. It was further determined that this was due to corrosion on the bearings. This type of damage was indicative of immersion during cleaning, which was failure to follow the directions for use. The assignable root cause was determined to be due to misuse, abuse, and/ or user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during service and repair pre-testing, it was observed that the attachment device failed cutter insertion. The event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.